Event description:
Surgeon was implanting 12mm screws in a skyline cervical plate, and noted that the screw heads sat low in the plate. The retention cams did not engage the screw heads. Surgeon placed the came over the heads and left them in place as the screws had good purchase in the bone. Sales rep looked at skyline set after the case, and removed constrain screws and noted another that did not look the same. It turned out to be an eagle screw. There was no adverse patient consequence, however, as this could result in back out of the screws an MDR is being filed to document this event.

Manufacturer narrative:
Sales rep returned two 12mm screws from the set. One was a depuy spine 12mm eagle and the other a 12mm skyline screw. A investigation concluded that the distributor had inadventently placed eagle screws in the skylne set. This resulted in the surgeon implanting the wrong type of screw in the cervical plate. There was no manufacturing, labeling or packaging errors made and the problem was due to a human error.